Event description:
After we were done making our cuts on a total knee we noticed that the clip to move the handle on the hand piece was on the floor. The pin and the clip fell off. It didn¿t effect the case as we were done with the mics. Need new hand piece. Case type: tka. Update: "yes I can take pictures if needed. Nothing left in patient. No pieces missing. No patient info as it didn¿t affect the patient."

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: it was reported that the clip to move the handle on the hand piece was on the floor. The pin and the clip fell off. Product evaluation and results: as per work order (B)(4) and case number: (B)(4) the alleged failure mode was confirmed. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition, (return to vendor)". Rtv reason: broken pivot handle. Product history review: device history records indicate 25 devices were manufactured under lot: k0as6 and all 25 devices were accepted into final stock on 2/9/2018. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, prodex lot: k0as6 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After we were done making our cuts on a total knee we noticed that the clip to move the handle on the hand piece was on the floor. The pin and the clip fell off. It didn't effect the case as we were done with the mics. Need new hand piece. Case type: tka. Update: "yes I can take pictures if needed. Nothing left in patient. No pieces missing. No patient info as it didn't affect the patient."